Manufacturer narrative:
Concomitant products: product ID: 389233, lot# j0316048v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient reportedly had experienced ¿intermittent stimulation¿ over the few months prior to report that was ¿sometimes too strong, sometimes not strong enough.¿ it was stated the patient attributed some of the intermittent stimulation as being related to movement. It was noted the patient¿s implantable neurostimulator (ins) battery was ¿low¿ at the time of report and that the ¿event cause was believed to be related to the device approaching end of service (eos).¿ impedance testing was performed and found that the ¿impedance values seemed normal for the most part.¿ it was noted the bipolar impedance readings between electrode 0 and 2 was reportedly ¿??¿ and between 0 and 6 was ¿>4000¿ ohms. There was a ¿possible open circuit.¿ the patient¿s ins was scheduled to be replaced on (B)(6) 2015. Additional information has been requested; a supplemental report will be filed if additional information is received.